Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One sample was returned for review. Visual inspection of the sample confirmed a crack in the luer (hub) that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Cracked PICC at the hub. It had been in a patient for approximately 3 hours. Patient lost central access. Had subsequent unsuccessful attempt for PICC. Settled for peripheral access.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Cracked PICC at the hub. It had been in a patient for approximately 3 hours. Patient lost central access. Had subsequent unsuccessful attempt for PICC. Settled for peripheral access.